Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Device log review is not applicable for this type of reported event. The reported device was repaired locally and defective power board was replaced to solve the issue. The defective part was sent to brézins for further investigation. Upon visual check, the power board was cross-tested but the device could not be switched on as there was no mains presence. The reported event was reproduced and was due to a weakness in the transformer component of the power board. To our knowledge this complaint was not being related to patient safety. This complaint is considered as valid. The trend is normal. The estimated risk compared to the reported risk is lower. For this issue as per our local procedure, we initiated no action.

Event description:
Power supply defective (part received, issue confirmed).